Event description:
It was reported that during a diagnostic colonoscopy, the patient's bowel was perforated. The colonovideoscope was withdrawn and the patient was sent to the ER (emergency room) for further treatment. The patient was discharged home at an unspecified time. No further information was available.